Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a needle became stuck in the biopsy channel of an olympus gastrointestinal videoscope during sedation of a therapeutic esophagogastroduodenoscopy procedure. The procedure was completed using a similar device, and the delay was less than 30 minutes. There was no patient injury reported.